Event description:
Reporter alleged discrepant results in valid comparative methods with the blood glucose monitoring device due to symptoms not matching the readings. Reporter started at 3 am, device read 306 mg/dl and 10 units of insulin was taken prior to beginning to feel hypoglycemic at 5 am. Reporter stated customer was unable to stand up and ambulance was called however prior to their arrival, he was treated with dietary adjustments for another reading of 240 mg/dl. Reporter indicated the emergency medical technicians (emts) tested glucose fifteen minutes later with a reading of 71 mg/dl however did not administer any treatment. Reporter did not indicate controls were used. A request was made for the return of the suspect device and replacement product was sent.